Event description:
User receiving inconsistent sodium results. The following examples were provided: initial sodium result 127 mmol/l, repeat 134 mmol/l, repeat on different instrument, same method, result 137 mmol/l. Initial sodium result 127 mmol/l, repeat 134 mmol/l, repeat on different instrument, same method, result 136 mmol/l. Initial sodium result 128 mmol/l, repeat 136 mmol/l, repeat on different instrument, same method, result 135 mmol/l. Initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.